Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with elevated blood glucose (bg) levels (>467 mg/dl) and diabetic ketoacidosis (dka). While in the ER the customer was treated via insulin drip and manual injections of humalog/lantus. Customer was released approximately 8 hours later once they were stable and bg levels had dropped to about 200mg/dl.